Manufacturer narrative:
This report is based solely on reviewed clinical data from the device. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that product performance data was reviewed and classified as noise and episodes of atrial fibrillation treated with antitachycardia pacing (atp) were classified as not appropriately treated. The right ventricular (rv) lead and device remain in use. The patient was enrolled in the block hf clinical study. No patient complications have been reported as a result of this event.